Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11447. It was reported, the physician had explanted the pt's system. Follow up identified the pt did not feel the system was helping to control her pain. It was reported, the pt felt the therapy had become ineffective over time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.